Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) impedances of greater than 2500 ohms, loss of capture (loc) as well as noise. The lead was believed to be fractured. This patient was seen by their physician and the lead programming was changed to unipolar. Capture was successful and all impedances are normal. The physician has no plans for intervention at this time. To date, no adverse patient effects have been reported.